Manufacturer narrative:
Manufacturer's analysis conclusion analysis of the submitted log files confirmed driveline fault alarms that were associated with the phase 2 hex value being out of specification. Based on past experience with the hmii lvas and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. Additionally, a direct correlation between the log file findings, device, and reported anemia could not be conclusively established through this evaluation. The submitted log files contain data from (B)(6) 2020 at 12:54 through (B)(6) 2020 at 04:21, and from (B)(6)2020 at 11:40 through (B)(6) 2020 at 15:15. It should be noted that the second, third, and fourth submitted log files contain duplicate data. The beginning of those files appear to show the initialization of pump support from a new system controller, which aligns with the center¿s report that the patient underwent a controller exchange from pcx-13745 to pcx-13741 on (B)(6) 2020. Driveline fault alarms were captured throughout the files, intermittently from (B)(6) 2020 through (B)(6) 2020 and intermittently from (B)(6)2020 through (B)(6) 2020. All driveline fault alarms appeared to be associated with the phase 2 hex value being out of specification. No additional atypical alarms were captured. The pump speed did not drop below the low speed limit for the duration of the files, excluding the events associated with the reported controller exchange. The hmii lvas IFU and hmii lvas patient handbook address all system controller alarms (including driveline fault alarms) and how to respond to such events. Information regarding driveline care can also be found in both of these documents. Additionally, the IFU outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event. Section d4, h4 :additional information.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient was admitted to the emergency room (ER) due to dka and anemia. Log file analysis noted driveline fault events on (B)(6) 2020. The patient's controller was exchanged to a backup controller. It was communicated all six wires were in the normal range. After the exchange driveline fault alarms reoccurred. No interruption to pump support were seen during the driveline fault events.